Event description:
It was reported to abbott that one ventricular fibrillation (vf) episode due to artifacts was treated inappropriately with anti-tachycardia pacing. During the replacement surgery, the vf episode was reproducible by wiggling the lead. The lead was explanted and replaced as lead damage due to its placement was suspected and patient's active lifestyle. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. The connector region was examined and no visual or electrical anomalies were noted. Other damages found are consistent with those occurring at the time of the explant procedure. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.